Event description:
It was reported that during a coronary stent procedure involving a 90% stenotic rca lesion, the stent dislodged during advancement outside of the guide catheter. The stent was successfully retrieved. Pt status is listed as "good."